Event description:
Two rns completing remodulin remunity cassette change process together. Following correct steps in the procedure, the cassette was smashed by pressing down on the white priming aid (red luer lock still on cassette). The white priming aid was smashed and crunching sound heard, red luer lock removed and tubing attached to cassette. Rn began priming sequence along with a 2nd prostacyclin competent rn. While holding the cassette still, the rn rotated the white priming aid clockwise until the white arrow aligned with the drop symbol found on the white tab on the base of the priming aid. Once rn saw the first drop at end of infusion set, the rn rotated the white priming aid counterclockwise until the tab aligned with the unlock symbol on the cassette to end the priming sequence. When rn rotated the white priming aid back to the unlock symbol, no drug was leaking from the tubing, but drug was leaking from the black cassette in between the cassette and the white priming aid. The white priming aid should easily fall off when rotated back to the unlock symbol on the cassette which did not happen. Prime sequence performed on a paper towel to visualize drug leakage and the paper towel was very wet with drug and unknown volume leakage occurred but unable to measure this volume due to the nature of the priming sequence with remunity. Pharmacist notified that a new remodulin remunity cassette need to be re-dispensed from pharmacy. Cassette was never attached to patient. No physical harm to patient. Potential delay in patient discharge. Nursing unit educator witnessed the event and affirmed that the cassette was smashed properly with black cassette side down and smashed directly downward evenly and not pressed too much on one side or the other. Cvs caremark specialty pharmacy rn at bedside doing patient teaching at this time. Unit educator asked the caremark rn if she had heard or experienced the cassette leaking during the priming process. She states she has heard it occur before. (B)(6). FDA safety report ID # (B)(4).